Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine, morphine (unknown), and baclofen (unknown) via an implantable pump for intractable spasticity. It was reported that the patient had saline in the pump since implant and she filled it with medication 2 days ago. The hcp stated that the patient was in alot of pain the day of the pump refill and was moving a lot, so she was trying to be quick and did not prime the pump. The hcp stated that the patient called her yesterday and told her he was in horrible pain. The hcp advised the patient to continue their oral baclofen and pain medication. The hcp wanted to know if the medication had reached the tip of the catheter and currently being delivered. The hcp stated that the patient had been filled about 30 hours ago. Technical service agent calculated time and provided a range of 26- 33 hours for patient to start getting therapy.

Manufacturer narrative:
Continuation of d10: product ID: a810, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.